Event description:
It was reported that during a gastric bypass procedure, the device was being used with the 6th reload; during the second stroke of the firing sequence the device did not feel comfortable during the firing. When they opened up the device and inspected the staple line the cut line was jagged and the staples were not b formed and falling off of the tissue. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.